Event description:
It was reported that during a ptca/stenting treatment procedure, delivery device removal difficulties were encountered. The physician pre dilated a proximal lad lesion, then stented the lesion with a taxus express 8.8% stent. The stent was put in place and inflated to nominal pressure. After deflation of the balloon, the physician tried to remove the delivery balloon, but he felt high resistance and the balloon was stuck in the expanded stent. He tried to inflate/deflate again, but was unable to remove the balloon from the stent. He repeated this action several times. A colleague also attempted to move the balloon more distal in the vessel, as well as attempted to inflate/deflate the balloon. He then intubated the guide catheter into the lad and the balloon was then released from the stent. By this action he created a dissection, proximal to the stent in the lad. This dissection was stented with good result. The status of the patient is unknown. Additional information has been requested, but is not available at this time.